Event description:
Surgeon placed endoscopic linear stapler across vessel/tissue to staple and ligate. Stapler jaws were placed across vessel/tissue, device was locked and the device was activated. Upon release of the jaws, profuse bleeding began. The device did not appear to engage staples prior to cutting the tissue. Life saving measures were implemented. Pt passed away approximately 10 hours later.